Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had no delivery alarm every time. Customer also stated that displacement test was failed customer's blood glucose level was 8.1 mmol/l. Insulin pump will be returned for analysis.